Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the up and down buttons were under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/22/2016 with the following findings: during investigation, the keypad was found to be intact. The contrast and up arrows were responsive to user presses while the down arrow responded intermittently to user presses. The ok button was unresponsive to user presses. All contacts sprung back and were not inverted. There was contamination found under the ok contact. Unrelated to the original complaint, the battery compartment was observed to be cracked.